Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Complaint sample was evaluated, and the reported event was confirmed. Visual examination of the returned product identified the device is confirmed to be fractured at the 10mm depth mark. The depth gauge end visually appears bent. The handle and depth gauge end both have nicks and scratches present. No other damage was noted during visual evaluation. Fracture analysis has been previously analyzed for this fracture location where bending overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of a depth gauge broke. There was no reported harm/injury to patient or user. Attempts have been made and no further information has been provided.